Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the display did not return after inserting new battery. The customer also had a battery out limit previously. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery cap contact, however test battery cap was used and pump had failed battery test due to corroded battery tube. Unable to perform the self test, unexpected restart error test and displacement test due to failed battery test. Pump passed stop current and run current test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window, stained end cap sticker and address/serial number label.